Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer received a manual injection of insulin to address high bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.